Manufacturer narrative:
Date of event: the peritonitis occurred on an unspecified date in (B)(6) 2021. Initial reporter address: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as patient did not wear a mask properly. It was not reported if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient was recovered from the event. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.